Manufacturer narrative:
The pump was received with cracked end cap. The compromised force sensor system alarm was unable to be verified due to cracked end cap. The drive support disk was inspected and no anomalies were noted. The pump was received with cracked case at the display window. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 350mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.